Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer can't pair the insulin pump with mobile device. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Analysis summary: an attempt to reproduce the reported event was conducted 5 times using samsung galaxy a71, android 11 devices with 780g pump and app ver 1.2.1 and we were unable to reproduce the issue during testing. Pairing was successfully performed 5 times. Software performed as expected per specification, 10938329doc_e. From app log analysis, the reason for connectivity problems is the unfinished bonding procedure. Software performed as expected per specification. We can see bonding appears to have failed due to 30 seconds timeout which appears to be caused by the user not confirming the pairing on the system dialog which appears twice. Technical support were provided some troubleshooting steps which are listed below that could help the user. On pixel each of the 2 confirmation notifications will be present on the device screen for about 5 seconds and after that period system will hide notification. But it can still can be found in the notifications shade by swiping down from the to of the screen. User has 30 seconds in total to confirm 2 notification prompts. In the smartphone bluetooth settings remove pump from the list of connected devices; on the pump go to paired devices menu and unpair connected smartphone (it will be presented as mobile ). If steps above will not help please try next mitigations: resetting network settings. Clearing data of the bluetooth app. Technical support were provided the above troubleshooting steps and they advised the issue was now resolved. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to additional manufacturer narrative has been updated and provided in h10 section of this report.